Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t machine¿s blood pump rotor cut the blood tubing during a patient¿s hemodialysis (hd) treatment which resulted in blood loss. Additional details were provided upon follow-up with the biomed. The machine alarmed with an air detected message and blood was observed leaking from the blood pump. The biomed was unsure how long into the treatment this occurred. There were no unusual noises coming from the blood pump. Upon inspection of the setup, it was noted that blood was leaking from the tubing within the blood pump. The biomed said the cap on one of the blood pump rotor guides came loose and damaged the tubing. When the nipro bloodline was removed from the blood pump rotor, a visible cut was observed on the blood pump tubing segment. The bloodline was inspected for damage prior to treatment initiation, and there were no apparent defects noted at that time. Once the leak was noticed, the dialysis treatment was stopped. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was about 200 ml. The machine was removed from service for evaluation. The biomed said the loose cap completely fell off when the blood pump rotor was removed. The biomed fixed the machine by replacing the rotor. The machine was then returned to service. No sample was available to be returned for evaluation; the damaged blood pump rotor was discarded. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment after being re-setup with new supplies on a different machine.